Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The service technician was able to duplicate ¿no power¿. During bench testing the ventilator failed to power on using internal or external power sources. Internal inspection of ventilator reveals component f1 of power board was blown. Installed a good known test power board and the ventilator powered on using both internal and external power source.

Event description:
The customer reported the model ltv (lap top ventilator) 950 ventilator unit would not power up. The customer reported no patient involvement.